Manufacturer narrative:
Manufacturer's preliminary comments: the report described an accidental needlestick with an exposure to contaminated device, and a device material fragmentation with the suspected medical device ultra safety plus twist following an unspecified procedure. On an unknown date, a dermatological doctor has received a needlestick injury as the handle has snapped when he was re-filling with the local anaesthetic. No other information available. Therefore, pending quality investigations results and/or additional information, use error by the operator cannot be excluded, however, the exact root cause cannot be established. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: as per the quality investigation report received, the investigation is being difficult to be done, no available batch number and samples. The high pressure applied during use or to other unusual conditions of use, cannot be excluded as origin. All specific warnings, instructions of use and cautions are listed in the IFU to prevent any incident. In addition, the use of the same, especially by a dermatological doctor, who might be lacking training on the process or if the syringe was held in a vertical position, could have led to the accidental needle injury. Therefore, without samples and batch number, no further investigation can be done, as the exact specific origin remains undetermined. Therefore, no specific corrective action to be performed and the causality assessment of that event was considered unassessable. Without samples and batch number, no further investigation can be done, as the exact specific origin remains undetermined. Therefore, no specific corrective action to be performed.

Event description:
Spontaneous report, from united kingdom. Local reference: #(B)(4) quality complaint was opened: references #(B)(4). This initial serious case report was received on 27-jul-2023 from a health care professional transmited via affiliate by email. Follow-up #1 was received on 18-oct-2023 by email from quality department. Description of the incident (narrative): the report described an accidental needlestick with an exposure to contaminated device, and a device material fragmentation with the suspected medical device ultra safety plus twist following an unspecified procedure. This case occured on a dermatological doctor.   On an unknown date, a dermatological doctor has received a needlestick injury as the handle has snapped when he was re-filling with the local anaesthetic. No other information available. Other information of product: ultra safety plus twist (injection device and handle), batch number and expiry date unknown.   This case was considered as serious due to exposure to contaminated device, considered as other medically important condition. Manufacturer's preliminary comments: the report described an accidental needlestick with an exposure to contaminated device, and a device material fragmentation with the suspected medical device ultra safety plus twist following an unspecified procedure. On an unknown date, a dermatological doctor has received a needlestick injury as the handle has snapped when he was re-filling with the local anaesthetic. No other information available. Therefore, pending quality investigations results and/or additional information, use error by the operator cannot be excluded, however, the exact root cause cannot be established. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: as per the quality investigation report received, the investigation is being difficult to be done, no available batch number and samples. The high pressure applied during use or to other unusual conditions of use, cannot be excluded as origin. All specific warnings, instructions of use and cautions are listed in the IFU to prevent any incident. In addition, the use of the same, especially by a dermatological doctor, who might be lacking training on the process or if the syringe was held in a vertical position, could have led to the accidental needle injury. Therefore, without samples and batch number, no further investigation can be done, as the exact specific origin remains undetermined. Therefore, no specific corrective action to be performed and the causality assessment of that event was considered unassessable. Without samples and batch number, no further investigation can be done, as the exact specific origin remains undetermined. Therefore, no specific corrective action to be performed.

Manufacturer narrative:
Manufacturer's preliminary comments: the report described an accidental needlestick with an exposure to contaminated device, and a device material fragmentation with the suspected medical device ultra safety plus twist following an unspecified procedure. On an unknown date, a dermatological doctor has received a needlestick injury as the handle has snapped when he was re-filling with the local anaesthetic. No other information available. Therefore, pending quality investigations results and/or additional information, use error by the operator cannot be excluded, however, the exact root cause cannot be established. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: as per the quality investigation report received, the investigation is being difficult to be done, no available batch number and samples. The high pressure applied during use or to other unusual conditions of use, cannot be excluded as origin. All specific warnings, instructions of use and cautions are listed in the IFU to prevent any incident. In addition, the use of the same, especially by a dermatological doctor, who might be lacking training on the process or if the syringe was held in a vertical position, could have led to the accidental needle injury. Therefore, without samples and batch number, no further investigation can be done, as the exact specific origin remains undetermined. Therefore, no specific corrective action to be performed and the causality assessment of that event was considered unassessable. Results of the risk assessment: the practionner may have used the same injection device with several cartridges wich causes a degradation of the locking system leading to a disassembly. This hazardous situation "handle disassembly" is taken into account in the table of risks (use.(B)(4)) description of remedial action/corrective action/preventive action/field safety corrective action (fsca): without samples and batch number, no further investigation can be done, as the exact specific origin remains undetermined. Therefore, no specific corrective action to be performed.

Event description:
Spontaneous report, from united kingdom. Local reference: #(B)(4) quality complaint was opened: references #(B)(4) and #(B)(4). This initial serious case report was received on 27-jul-2023 from a health care professional transmited via affiliate by email. Follow-up #1 was received on 18-oct-2023 by email from quality department. Amendment (follow-up #2) date 20-feb-2024. All the information was processed together. Description of the incident (narrative): the report described an accidental needlestick with an exposure to contaminated device, and a device material fragmentation with the suspected medical device ultra safety plus twist following an unspecified procedure. This case occured on a dermatological doctor.   On an unknown date, a dermatological doctor has received a needlestick injury as the handle has snapped when he was re-filling with the local anaesthetic. No other information available. Other information of product: ultra safety plus twist (injection device and handle), batch number and expiry date unknown.   This case was considered as serious due to exposure to contaminated device, considered as other medically important condition. Manufacturer's preliminary comments: the report described an accidental needlestick with an exposure to contaminated device, and a device material fragmentation with the suspected medical device ultra safety plus twist following an unspecified procedure. On an unknown date, a dermatological doctor has received a needlestick injury as the handle has snapped when he was re-filling with the local anaesthetic. No other information available. Therefore, pending quality investigations results and/or additional information, use error by the operator cannot be excluded, however, the exact root cause cannot be established. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: as per the quality investigation report received, the investigation is being difficult to be done, no available batch number and samples. The high pressure applied during use or to other unusual conditions of use, cannot be excluded as origin. All specific warnings, instructions of use and cautions are listed in the IFU to prevent any incident. In addition, the use of the same, especially by a dermatological doctor, who might be lacking training on the process or if the syringe was held in a vertical position, could have led to the accidental needle injury. Therefore, without samples and batch number, no further investigation can be done, as the exact specific origin remains undetermined. Therefore, no specific corrective action to be performed and the causality assessment of that event was considered unassessable. Results of the risk assessment: the practionner may have used the same injection device with several cartridges wich causes a degradation of the locking system leading to a disassembly. This hazardous situation "handle disassembly" is taken into account in the table of risks (use.(B)(4)) description of remedial action/corrective action/preventive action/field safety corrective action (fsca): without samples and batch number, no further investigation can be done, as the exact specific origin remains undetermined. Therefore, no specific corrective action to be performed.

Event description:
Spontaneous report, from united kingdom. Local reference: (B)(4). Quality complaint was opened: references # and #. This initial serious case report was received on 27-jul-2023 from a health care professional transmited via affiliate by email. Description of the incident (narrative): the report described an accidental needlestick with an exposure to contaminated device, and a device material fragmentation with the suspected medical device ultra safety plus twist following an unspecified procedure. This case occured on a dermatological doctor. On an unknown date, a dermatological doctor has received a needlestick injury as the handle has snapped when he was re-filling with the local anaesthetic. No other information available. Other information of product: ultra safety plus twist (injection device and handle), batch number and expiry date unknown. This case was considered as serious due to exposure to contaminated device, considered as other medically important condition. Manufacturer's preliminary comments: the report described an accidental needlestick with an exposure to contaminated device, and a device material fragmentation with the suspected medical device ultra safety plus twist following an unspecified procedure. On an unknown date, a dermatological doctor has received a needlestick injury as the handle has snapped when he was re-filling with the local anaesthetic. No other information available. Therefore, pending quality investigations results and/or additional information, use error by the operator cannot be excluded, however, the exact root cause cannot be established. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.

Manufacturer narrative:
Manufacturer's preliminary comments: the report described an accidental needle stick with an exposure to contaminated device, and a device material fragmentation with the suspected medical device ultra safety plus twist following an unspecified procedure. On an unknown date, a dermatological doctor has received a needle stick injury as the handle has snapped when he was re-filling with the local anaesthetic. No other information available. Therefore, pending quality investigations results and/or additional information, use error by the operator cannot be excluded, however, the exact root cause cannot be established. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: as per the quality investigation report received, the investigation is being difficult to be done, no available batch number and samples. The high pressure applied during use or to other unusual conditions of use, cannot be excluded as origin. All specific warnings, instructions of use and cautions are listed in the IFU to prevent any incident. In addition, the use of the same, especially by a dermatological doctor, who might be lacking training on the process or if the syringe was held in a vertical position, could have led to the accidental needle injury. Abnormal use (off-label use) is considered as a co-founding factor of theses events as ultra safety plus twist is not intended for the use by dermatologist. Results of the risk assessment: incident had happened in a context of abnormal use (used by a dermatologist). The risk analysis is currently being updated, and the risks of using a device for an unapproved indication are under discussion. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): without samples and batch number, no further investigation can be done. Considering the information reported, abnormal use (off-label use) is considered as a co-founding factor of theses events as ultra safety plus twist is not intended for the use by dermatologist. No specific corrective action to be performed. Final comments from the manufacturer: without samples and batch number, no further investigation can be done. Considering the information reported, abnormal use (off-label use) is considered as a co-founding factor of theses events as ultra safety plus twist is not intended for the use by dermatologist. No specific corrective action to be performed.

Event description:
Spontaneous report, from united kingdom. Local reference: (B)(4). Quality complaint was opened: references (B)(4). This initial serious case report was received on 27-jul-2023 from a health care professional transmitted via affiliate by email. Follow-up #1 was received on 18-oct-2023 by email from quality department. Follow-up #2 was registered on 05-apr-2024 for correction following an internal review. Follow-up #3 was registered on 10-jul-2024 for correction following an internal review. Description of the incident (narrative): the report described an accidental needle stick with an exposure to contaminated device, and a device material fragmentation with the suspected medical device ultra safety plus twist following an unspecified procedure. This case occurred on a dermatological doctor. On an unknown date, a dermatological doctor has received a needle stick injury as the handle has snapped when he was re-filling with the local anaesthetic. No other information available. Other information of product: ultra safety plus twist (injection device and handle), batch number and expiry date unknown. This case was considered as serious due to exposure to contaminated device, considered as other medically important condition. Upon internal review on 10-jul-2024, correction was made to investigation conclusion from cause traced to user to cause traced to intentional off-label, unapproved, or contraindicated use. Manufacturer's preliminary comments: the report described an accidental needle stick with an exposure to contaminated device, and a device material fragmentation with the suspected medical device ultra safety plus twist following an unspecified procedure. On an unknown date, a dermatological doctor has received a needle stick injury as the handle has snapped when he was re-filling with the local anaesthetic. No other information available. Therefore, pending quality investigations results and/or additional information, use error by the operator cannot be excluded, however, the exact root cause cannot be established. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: as per the quality investigation report received, the investigation is being difficult to be done, no available batch number and samples. The high pressure applied during use or to other unusual conditions of use, cannot be excluded as origin. All specific warnings, instructions of use and cautions are listed in the IFU to prevent any incident. In addition, the use of the same, especially by a dermatological doctor, who might be lacking training on the process or if the syringe was held in a vertical position, could have led to the accidental needle injury. Abnormal use (off-label use) is considered as a co-founding factor of theses events as ultra safety plus twist is not intended for the use by dermatologist. Results of the risk assessment: incident had happened in a context of abnormal use (used by a dermatologist). The risk analysis is currently being updated, and the risks of using a device for an unapproved indication are under discussion. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): without samples and batch number, no further investigation can be done. Considering the information reported, abnormal use (off-label use) is considered as a co-founding factor of theses events as ultra safety plus twist is not intended for the use by dermatologist. No specific corrective action to be performed. Final comments from the manufacturer: without samples and batch number, no further investigation can be done. Considering the information reported, abnormal use (off-label use) is considered as a co-founding factor of theses events as ultra safety plus twist is not intended for the use by dermatologist. No specific corrective action to be performed.

Event description:
Spontaneous report, from united kingdom. Local reference: (B)(4). Quality complaint was opened: references (B)(4). This initial serious case report was received on 27-jul-2023 from a health care professional transmited via affiliate by email. Follow-up #1 was received on 18-oct-2023 by email from quality department. Amendment. (Follow-up #2) date 20-feb-2024. All the information was processed together. Amendment. (Follow-up #3) date 05-apr-2024 for correction following an internal review. Description of the incident (narrative): the report described an accidental needle stick with an exposure to contaminated device, and a device material fragmentation with the suspected medical device ultra safety plus twist following an unspecified procedure. This case occurred on a dermatological doctor.   On an unknown date, a dermatological doctor has received a needle stick injury as the handle has snapped when he was re-filling with the local anaesthetic. No other information available. Other information of product: ultra safety plus twist (injection device and handle), batch number and expiry date unknown.   This case was considered as serious due to exposure to contaminated device, considered as other medically important condition. Manufacturer's preliminary comments: the report described an accidental needle stick with an exposure to contaminated device, and a device material fragmentation with the suspected medical device ultra safety plus twist following an unspecified procedure. On an unknown date, a dermatological doctor has received a needle stick injury as the handle has snapped when he was re-filling with the local anaesthetic. No other information available. Therefore, pending quality investigations results and/or additional information, use error by the operator cannot be excluded, however, the exact root cause cannot be established. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: as per the quality investigation report received, the investigation is being difficult to be done, no available batch number and samples. The high pressure applied during use or to other unusual conditions of use, cannot be excluded as origin. All specific warnings, instructions of use and cautions are listed in the IFU to prevent any incident. Therefore, without samples and batch number, no further investigation can be done, as the exact specific origin remains undetermined. Therefore, no specific corrective action to be performed and the causality assessment of that event was considered unassessable. In addition, the use of the same, especially by a dermatological doctor, who might be lacking training on the process or if the syringe was held in a vertical position, could have led to the accidental needle injury. Abnormal use (off-label use) is considered as a co-founding factor of theses events as ultra safety plus twist is not intended for the use by dermatologist. Results of the risk assessment: the practioner may have used the same injection device with several cartridges wich causes a degradation of the locking system leading to a disassembly. This hazardous situation "handle disassembly" is taken into account in the table of risks (use.(B)(4)) off-label use to be considered in the next risk analysis. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): without samples and batch number, no further investigation can be done, as the exact specific origin remains undetermined. Therefore, no specific corrective action to be performed.

Manufacturer narrative:
Manufacturer's preliminary comments: the report described an accidental needle stick with an exposure to contaminated device, and a device material fragmentation with the suspected medical device ultra safety plus twist following an unspecified procedure. On an unknown date, a dermatological doctor has received a needle stick injury as the handle has snapped when he was re-filling with the local anaesthetic. No other information available. Therefore, pending quality investigations results and/or additional information, use error by the operator cannot be excluded, however, the exact root cause cannot be established. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: as per the quality investigation report received, the investigation is being difficult to be done, no available batch number and samples. The high pressure applied during use or to other unusual conditions of use, cannot be excluded as origin. All specific warnings, instructions of use and cautions are listed in the IFU to prevent any incident. Therefore, without samples and batch number, no further investigation can be done, as the exact specific origin remains undetermined. Therefore, no specific corrective action to be performed and the causality assessment of that event was considered unassessable. In addition, the use of the same, especially by a dermatological doctor, who might be lacking training on the process or if the syringe was held in a vertical position, could have led to the accidental needle injury. Abnormal use (off-label use) is considered as a co-founding factor of theses events as ultra safety plus twist is not intended for the use by dermatologist. Results of the risk assessment: the practitioner may have used the same injection device with several cartridges which causes a degradation of the locking system leading to a disassembly. This hazardous situation "handle disassembly" is taken into account in the table of risks (use.(B)(4)) off-label use to be considered in the next risk analysis. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): without samples and batch number, no further investigation can be done, as the exact specific origin remains undetermined. Therefore, no specific corrective action to be performed.